Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose readings were 200-300 mg/dl and one was 600 mg/dl. It was unknown how the customer treated for their high. The customer will monitor the issue and will call back to troubleshoot if needed. The pump will not be returned for analysis.